Event description:
Caller (pt's wife) alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio2: 3.0, lab: 2.3. Pt's wife thinks that her husband's therapeutic range is 2.0-2.9 inr, but she is not sure.

Manufacturer narrative:
Investigation pending.